Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had an issue with bent cannulas on her infusion sets. Customer's blood glucose was 386 mg/dl this morning. Customer also reported a high blood glucose of 410 mg/dl this morning. Customer tried changing the infusion sets four times this weekend. Customer treated with a shot using a syringe for her high blood glucose readings. Customer's blood glucose was 107 mg/dl at the time. Troubleshooting was performed and the customer was advised to change the infusion set and return her infusion sets. Customer does not want to troubleshoot for high blood glucose.